Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00129. A facility reported that post implantation, the icp value was abnormally high. According to the surgeon, the value didn't make sense. They decided to wait to see if the situation would become normal and transferred the patient to ICU. The situation didn't become normal. They thought it was a microsensor problem and they sent back the patient to surgery the day after to implant a new microsensor. Problem was resolved. It is unknown if they switched the monitor/cable afterward. The sales representative went to operating room on february 24 to assess situation with the nursing staff and biomeds and find out that there was a broken cable in their fleet that made the pressure value a lot higher than normal. Removed the cable from the shelf.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.